Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump was monitored, and no hot battery was noted. The pump also had a cracked display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was turning off and once the battery is changed, she would have to remove and replace it multiple times in order for it to work. Customer's blood glucose was not known. The insulin pump was not bumped, dropped, or exposed to moisture. However, the battery cap was severely corroded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.